Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). No returns were available for this evaluation. No testing could be performed on lot 26026li00 as the lot is expired. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for non-conformances and deviations associated with reagent lot 26026li00 was conducted and found no occurrences that could be linked to the complaint observation. The abbott prism hcv assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(6).

Event description:
On 06 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for two donor units. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6). The sample was then sent to the (B)(6) infectology centre for confirmatory testing where the sample generated (B)(6) with the innotest methodology, (B)(6) with the architect anti hcv and (B)(6) core ag assays and indeterminate results by immunoblot (B)(6). (B)(6) then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform where a (B)(6) of (B)(6) was generated. This same sample had generated (B)(6) on (B)(6) 2015 with the prism hcv assay and with a nat methodology. Further confirmatory results are pending at (B)(6). Red blood cells and fresh frozen plasma were distributed from the (B)(6) 2015 donation for medical use. There is no information provided on the donors or any recipients of the blood products from = these donations. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. Update: 15 april 2016: confirmatory testing results received on 15 april 2016. The following was provided: archive sid (B)(6); confirmatory date; (B)(6) 2016. Confirmatory results: anti-hcv innotest = (B)(6). Architect anti-hcv = (B)(6). (B)(6). Immunoblot indeterminate (B)(6). Update: 18 may 2016: (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2014 and generated (B)(6) with the prism hcv assay (lot 43866li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a (B)(6) of (B)(6). Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was indeterminate (B)(6). Red blood cells were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation. Update: 24 may 2016: (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2013 and generated (B)(6) with the prism hcv assay (lot 26026li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a (B)(6) of (B)(6) on (B)(6) 2016. Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was indeterminate ((B)(6)). Red blood cells and fresh frozen plasma were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.